Event description:
It was reported that the patient had her implant replaced in ¿late august.¿ the patient noted ¿terrible pain in her left hip and leg, so bad that she can¿t stand without help and walking is out.¿ she noted that she ¿can¿t take 2 steps.¿ the patient noted that her right leg was amputated below the knee and stimulation was for the right leg. It was noted that the stim was ¿fine at first but crept to the left side.¿ the stimulation ¿comes in cycles, it starts intense and slow for a few minutes and then starts up again.¿ the patient¿s status at the date of report was unknown.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).